Event description:
It was reported by the affiliate in (B)(6) t hat preoperatively to an unknown surgery on an unknown date, it was observed that the fms vue pump-shaver box device did not work. During in-house engineering evaluation, it was determined that the alarm was not triggered on the device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: t he complaint device was received at the service center and evaluated. It was reported that device does not work anymore. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: functional : alarm not triggered. The defective parts were replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device does not work anymore. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: functional: alarm not triggered. The defective parts were replaced to resolve the issues. The faulty parts was identified as the root cause for the device failure during the service evaluation. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the affiliate in (B)(6) t hat preoperatively to an unknown surgery on an unknown date, it was observed that the fms vue pump-shaver box device did not work. During in-house engineering evaluation, it was determined that the alarm was not triggered on the device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.